Event description:
The following information is from the article titled "embolization of an amplatzer atrial septal closure device to the pulmonary artery" in the publication of the journal of cardiac surgery. A woman with a history of transient ischemic attack underwent closure of an atrial septal defect (asd) with a 26 mm amplatzer occluder. The device was released without residual shunt or impingement on intracardiac structures. Within seconds, the transesophageal echocardiography showed the initial dislodgement of the device from the atrial septum and its consequent slipping back into the right atrium close to the tricuspid valve. Soon after the device disappeared from the right atrium it was found in the right ventricle under the tricuspid valve. The patient was transferred to the operating room for an emergency operation. The device could not be found in the right ventricle because of its downstream migration. The device was identified by palpation in the pulmonary artery trunk. It was retrieved from the right ventricle through the pulmonary valve and the atrial septal defect was closed surgically. Aga medical contacted the author of this article and no additional information was received regarding this event. The article is attached to this report.

Manufacturer narrative:
- Attachment: [a 1013.pdf]